Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The device was explanted on (B)(6) 2020. The patient is reported to have a history of ear infections. This report refers to 9710014-2019-00106. For further information please refer to this report.